Event description:
It was reported that the device broke during a procedure. There was no delay as the procedure was completed using another device. There was no medical intervention and no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However, it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.